Event description:
A report was received that during the patient's pocket revision procedure, the patients paddle lead was explanted due to the patient not receiving adequate stimulation in his pain areas. After explanting the lead, x-ray was taken which displayed a 1cm in length object still in the patient. The physician elected to suture the patient and leave the material in the patient body since it was not in the patient's epidural space. After they explanted, it was noticed that one of the contacts on the paddle lead was missing.